Event description:
It was reported the user sustained bruises and a deep cut when the cane bent during use. The user presented to the facility for treatment. No information regarding the nature or treatment of the patient's injuries was provided.